Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 2 of 3 for the same event it was reported from (B)(6) that during an ear, nose and throat (ent) surgical procedure, it was observed that motor device, console device and foot control device had an e6 error code, overheating, when in use together. It was reported that there was a ten (10) to fifteen (15) minute delay in the surgical procedure in order to obtain spare devices. The surgery was successfully completed. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. A visual and functional assessment was performed on the device which found that the device passed all manufacture's specifications. Therefore, the reported condition was not duplicated and confirmed. An assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.